Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 3.2 experienced multiple failures, with cubie drawers intermittently failing across different rows over the past few weeks. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.